Event description:
The facility reported a fail code 810.04. The hospital representative stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No add'l information is known.